Event description:
The endotracheal tube connector can become seated into the "y" piece of the breathing circuit and cannot be disconnected at later time (or can be disconnected with great difficulty). Excessive friction seal between the et connector and the "y" piece. This has occurred with several circuits during use and had complicated airway management during the anesthetic and related surgical procedure.